Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump received with missing segments or partial display due to bleeding lcd glass. Insulin pump received with peeling address or serial number label, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a high blood glucose event. The customer¿s blood glucose was 476 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive during bolus delivery. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 476 mg/dl and no form of treatment was reported and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.